Event description:
It was reported that the patient sustained asymptomatic hypertension during the implant of their implantable cardioverter defibrillator (ICD). This led to an unanticipated hospital admission. No intervention was reported, and the patient's status was unknown.